Event description:
It was reported when using the bd vacutainer® sst¿ ii advance, there was low sample volume collected in an unspecified number of devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 10-dec-2025. Investigation summary: bd received 46 samples and 3 photos for investigation. The 3 photos show unused tubes. Additionally, 20 returned samples were used for functional testing, and all samples were found to be within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: underfill complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance, there was low sample volume collected in an unspecified number of devices. No adverse impact was reported regarding the patient or user.